Event description:
The customer's mother stated that the customer had a blood glucose reading of 375 mg/dl. When the customer took the pod off, she reported feeling pain, and then noticed that the needle was still in the cannula and had not retracted. The pod was worn for less than 4 hrs.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle did not retract or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.